Event description:
Patient's husband reported that pump (sn (B)(4)) was changed (B)(6) 2018 in the evening and the following day at 3pm it alarmed saying that cartridge needed to be changed. They checked the cartridge and only 19ml were in there when it should have been at 30 ml at the end of 48 hours. Patient reported nausea, vomiting, and diarrhea. They tried to replace cassette on malfunctioning pump but could not get it to prime and switched to back-pump which is working fine. Md was notified. Product fault occurred while in use with patient. Product issue did not contribute to patient or clinical injury. Actual device is available to be returned. We did replace device. Reported to (B)(4) by: patient/caregiver. Dose or amount: 46ng/kg/min. Frequency continuous. Route IV.dates of use: from (B)(6) 2017 to current. Diagnosis or reason of use: pah.